Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer failure. A field service engineer confirmed with customer that the issue has been solved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a 10 minutes delay to retrieved the medications from other available stations. There were no adverse events or injuries reported based on this event.